Manufacturer narrative:
Healthcare professional reported no complaint against the left side device. Rupture has been removed. Record is no longer reportable to the FDA. Additional, corrected and/or changed data: b.5, h.6.

Event description:
Healthcare professional reported no complaint against the left side device. Event rupture has been removed. Record is no longer reportable to the FDA.

Manufacturer narrative:
Clarification section d: device type is unknown at this time, but will reflect a saline device until more information can be gathered. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured implant(s)" for left side. Device remains implanted.